Manufacturer narrative:
The device has been evaluated in by nidek field service engineer (fse) in the field so the device was not returned to nidek inc. Fse tested and evaluated the device. Focal point of the yag and aiming beams was checked and was good. Fse found dirty oculars in the field of view of focus, causing out of focus issue. Fse also observed ½ lambda plate of energy monitor dirty. The energy monitor's 1/2 wave plate (or lambda plate) sits horizontal at an angle and attenuates the yag energy from the laser head. It is rotated when the energy knobs are turned to the energy output desired. That optical plate was dirty causing poor laser beam mode which makes cutting tissue harder. This resulted in no tissue reaction. The device was cleaned and calibrated and tested for proper function. Device needed a routine preventive maintenance. The issue was explained to the customer. No patient was affected this time so no patient information is available. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.

Event description:
Nidek inc. Received a complaint form the customer on 01/06/2016. During the use of yc-1800 serial number (B)(4) doctor observed that the laser was out of focus. Doctor also noticed that when the laser was fired ther was no tissue reaction. No patient injury was reported at this time.